Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user was unable to pair a dexcom g7 sensor to a replacement ilet, with the sync option remaining unavailable at 0%, and the user lacking the sensor pairing code after discarding the applicator and being unable to retrieve the code from a prior pump with a cracked screen; the user was advised to switch to backup therapy if unresolved. Symptoms and outcomes included insufficient information. Investigation of this case revealed a pairing failure limited to the ilet, consistent with a communication or integration issue between the ilet and the dexcom g7 sensor, with no indication of sensor failure within the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or transient connectivity during device configuration.